Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced harm reported with no reported allegation of a device malfunction, damage (physical or cosmetic), DHR requested - other reasons. The customer reported blood glucose value of 50 mg/dl. The customer reported hypoglycemia, hypoglycemia treated with glucagon, ems/ambulance/ER visit. The event involved product(s) mmt-397a, mmt-332a, mmt-1715kl. Troubleshooting was not performed. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. It was unknown whether the customer was using the insulin pump system within 48 hours of the reported event. Also, unknown whether customer was using the auto mode/smartguard feature at the time of the event. . No further patient complications were reported. No product return is required for mmt-397a. No product return is required for mmt-332a. No product return is required for mmt-1715kl.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Customer reported having a crack at the battery compartment. There was no damage to the retainer ring. Customer also reported a low. Paramedics were dispatched on (B)(6) 2024 for a low blood glucose of 50mg/dl. Glucagon was given to the customer. Customer troubleshooted for the damage but declined troubleshooting for the low. It was unknown if the pump was used at the time of the low. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.